Manufacturer narrative:
The complaint of frayed/split/torn was confirmed on analysis. There is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that vessel, lesion and procedural issues may have contributed to the confirmed failure. A non-sterile 6x80 mm smart control was rec'd coiled inside a plastic bag. The locking pin was assembled to the handle. The outer sheath presented a kink at 0.5 cm from the ID band, possibly by being coiled in the bag. The stent was rec'd partially deployed 0.3 cm. The catheter tip was observed split. No more anomalies were found. The od of the outer sheath was measured, and all measurements were found within specs. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The reported catheter tip frayed/split/torn was confirmed, however, the reported failure to cross could not be confirmed during analysis, but it could be due to the catheter tip split. The exact cause of the catheter tip frayed could not be conclusively determined. Inspections are in place to prevent the catheter tip frayed/split/torn and the outer sheath kink from leaving the facility. (B)(4). Procedural or clinical factors might have impacted the event. Action taken: no corrective action will be taken at this time, given that there are no indications that the damage could be related to the mfg process.

Event description:
A physician had difficulty tracking to and crossing a superficial femoral artery lesion with a smart control, iliac 6x80ml. The lesion was described as 90% stenosed, tight, and calcified. There was a bend proximal to the tip of the stent catheter which repeatedly became caught on the plaque and prevented the device from crossing the lesion. After the device was removed from the pt, the physician noticed that the tip of the stent delivery system was frayed. The physician felt that the fraying was due to the force used to attempt to cross the lesion and the sharp plaque. The physician completed the procedure with another smart stent. There was no pt injury reported.